Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. Troubleshooting was performed for high blood glucose. Based on customer report customer did not alleged pump was under delivering. Customer also stated that the automode was active at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Device will not be returned for the analysis.